Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up and down button is damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. Due to the leaky soft components, liquid entered the pump and caused an always active button(s) and short circuit in the pump electronics. This led to the e8 error message(s).

Event description:
Patient reported the infusion device began to make sounds without giving a warning or error message on (B)(6) 2013. Then, the infusion device displayed an e8 power interrupt error that could not be cleared by pressing the check button. He changed the battery and adapter, but the buttons would not function. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.